Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mr appears to be related to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day report, the following information was provided: the low blood pressure (90/50mmhg) during the procedure was due to the sedation. This caused a underestimation of the mitral regurgitation (mr) after clip placement in first intervention. After sedation and a more physiological blood pressure (160/90mmhg), the mr was much higher. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for increased mitral regurgitation post procedure. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip (60318u120) was implanted and the mr was reduced to less than 1. The patient's blood pressure under sedation was 90/50mmhg. On (B)(6) 2016, control echocardiogram was performed, revealing that mr grade had increased to 2-3. Patient blood pressure was 160/90mmhg. The clip was confirmed to be stable on both leaflets. In the physician's opinion, the increased mr was due to patient's normal blood pressure of 160/90 after sedation had resolved. The decision was made to perform an additional mitraclip procedure to reduce the mr. On the same day, four additional clips were implanted, reducing the mr grade to less than 1. The patient was confirmed to be stable with a good outcome. No additional information was provided.